Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices.the manufacturer received information alleged visualization of particles . There was no report of harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. Section patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.